Event description:
It was reported that an ilet user experienced frequent low blood glucose while using contact detach infusion sets and reported difficulty finding suitable insertion sites due to low bmi, along with dislike of manual insertion and user-adjusted targets. Symptoms included hypoglycemia. Outcomes included oral glucose intake for treatment and troubleshooting and education provided. Investigation included customer interview and internal review of device use and settings. Investigation of this case revealed no device malfunction identified and user-related factors, including infusion site challenges with low bmi and customized target settings, as plausible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.